Manufacturer narrative:
Event date is estimated.

Event description:
Patient reportedly is experiencing pain at the ipg. Surgical intervention is expected to take place to rectify the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was relocated and therapy was restored.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient's pocket was relocated. Ipg was not replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.